Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to repeated pump stoppages. Due to a previously reported driveline short to shield condition, the patient had been using a non-grounded patient cable for use with the power module at home without any further issues until (B)(6) 2017, when a pump stoppage occurred. The pump stoppage occurred again the following day. The patient was asymptomatic. An echocardiogram, x-ray of the lvad system, spirometry and blood labs all revealed acceptable results. The patient was in stable condition following the pump exchange with no further issues reported. No additional information was provided.

Manufacturer narrative:
Corrected data: device evaluation: the pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The severed portion of the driveline was returned in a segment measuring approximately 37.5 inches. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Examination of driveline revealed a tear in the bionate adjacent to the nipple of the pump housing. Visual inspection within the tear revealed a fractured orange wire. Visual inspection of the underlying wires revealed that the yellow wire was also fractured adjacent to the nipple of the pump housing. The damage to both wires resulted in exposed inner conductors. Additionally, a breach in the insulation of the brown wire was observed adjacent to the nipple of the pump housing and a breach in the insulation of the orange wire was observed near the terminus of the pump end bend relief, exposing the inner conductors of both wires. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If two or more of the exposed conductors of the yellow, brown, or orange wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the reported pump stop while the pump was supported a/c power via an ungrounded patient cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.